Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. Liquid leaked due to perforation of the bending section cover. There was gap at the adhesive part of the bending section cover. The bending section cover had a pinhole. The bending section cover glue and distal end were discolored. Foreign material was coming out from tip due to damage of the j-tube. Insulation resistance was out of standards due to a missing (damaged) plastic distal end cover. There was a crease (white dot) at the screen due to damage of the charge-coupled device unit. There was corrosion at the control part due to leakage. Water cleaning function was out of standards due to a clogged nozzle. Angulation in the left direction was out of standards due to a worn angle wire. The gap of the up/down knob was out of standards due to a worn angle wire. The knobs had breakage. Liquid leaked due to breakage of right/left/up/down knobs. The video cable was polluted. The light guide connector was corroded and there were scratches on the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, liquid leaked at the bending section cover on the colonovideoscope. The issue was found during preparation for use for a diagnostic procedure. The intended procedure was completed using a similar device. No patient harm reported. During the evaluation of the device, it was noted foreign material was exiting the air/water nozzle due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of foreign material was exiting the air/water nozzle due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that foreign material came out of the distal end of the device due to breakage of the auxiliary water channel. However, the root cause could not be determined because information about the specific foreign material and the cause of the occurrence was not provided. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope.¿ ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.¿ this supplemental report includes information added to device manufacture date. Olympus will continue to monitor field performance for this device.